Manufacturer narrative:
Medtronic representative went to the site to test the equipment. The representative reported that the fuses for the viewing station of the imaging system were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the mobile view station (mvs) on the imaging system does not boot up. It was reportedly an issue with the fuses. No additional information was provided. No patient was present when this issue was identified.